Manufacturer narrative:
Exact date unknown, event occurred six years ago. Explant date: (B)(6) 2015. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc-2218-70 serial: (B)(4). Batch: 15513593/15513593

Event description:
It was reported that the patient underwent an full system explant procedure due to an unknown reason. No further information could be obtained despite good faith effort.